Manufacturer narrative:
Investigation results: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.

Event description:
On (B)(6) 2026, while preparing to administer treatment to a patient, a nurse encountered blood seeping from the side of a closed-system intravenous catheter during routine use. The catheter was promptly removed, and the nurse apologized to the patient and their family while explaining the situation before replacing the catheter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.